Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported "I need to report a gamma3 nail revision case. The nail had broken and required a plate in place."